Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the hp052 was continuously locking out, and producing a solid tone. The hosp went on to state that they changed disposable tips (lcsk5) and the solid tones continued. During the case an hdh05 was utilized and a solid tone was produced again. Opened another device to complete the case. There was no consequence to pt.